Event description:
Pt revised for infection, osteolysis and polyethylene wear noted.

Manufacturer narrative:
Examination of the submitted device confirmed anticipated wear for polyethylene product implanted for ten years. The investigation could not draw any conclusions about the reported infection. Provided info stated that product was not suspected of failing to meet specifications. No evidence was found of product failure or evidence suggesting the product was a contributing factor to the event. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should add'l info be received, the investigation will be re-opened.